Event description:
Philips received a complaint from a customer that the scanning is unable to be performed from the footswitch in the examination room. The client mentioned that there seemed to have been a slight bend on the pedal.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.